Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection revealed that the intraocular lens (iol) is cut in a half. Also, revealed surface residuals (fiber/particles) on the lens compatible with handling the lens non-sterile environment. The box/packaging was not returned with the device, therefore we were unable to confirm the claim that the device was mislabeled. The manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No non-conformance report (ncr) related to the complaint type was generated during the manufacturing process of this lot. The documentation shows that the production order was manufactured according to specifications. The miq (measurement iol quality) results performed as required during the lens manufacturing process were reviewed and for this lens serial number the results were 27.53 within diopter measurement specifications. No other complaints for this production order have been received. The device met product manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an tecnis zcb0000275 intraocular lens was explanted from the patient's right eye after he experienced unexpected post-operative refraction. The surgeon indicated he thought the lens was mislabeled. After the iol was removed the surgeon tried a 23.50 diopter lens and used a hand-held device to do a refraction and did not like those results. That iol was removed and a 21.0 diopter lens implanted. There was no patient injury or surgical complication such as an incision enlargement or vitrectomy. To date, the 21.0 diopter iol is still implanted.